Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, broken imaging cable causes noise and no image, noise occurred due to scraping of electrical contacts in the video connector, and no image displayed, scratches found on the video connector, scratches found on the operation part, scratches found on the grip, scratches found on the angle lever, scratches found on the up/down right/left plate, scratches found on switch 1, scratches found on the light guide connector, scratches on the light guide cover glass surface, and scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope exhibiting no image (including momentary blackout). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received for the customer that the event occurred during pre-use inspection.